Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA. Regulatory report #: mw5154134.

Event description:
A report was received on 09 may 2024 from a nurse of a critical care facility, stating a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024.